Manufacturer narrative:
Correction: the correct serial number is (B)(4); not 1020020992930 as previously reported. Correction: the correct implant date is (B)(6) 2014; not june 19, 2011, as previously reported. This report is filed february 24, 2015.

Event description:
Per the clinic, the internal device migrated and subsequently, the device was explanted on (B)(6), 2014. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).